Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient fell out of their wheelchair four to five weeks ago. The patient has been in pain since the fall, and the pain was confirmed to be the target area of pain. The patient was getting a CT scan and it was unknown if it was related to the device. No further complications were reported.